Event description:
The customer contact reported the device intermittently did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical department with an unsigned note that stated, "alarm issue." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. During testing at the user facility, the device intermittently did not sound an audible alarm tone during an alarm condition. Though requested, no add'l info was provided.

Manufacturer narrative:
The piezo was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.